Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and the customer was advised to change the lamp and was informed of the part number. The quick reference guide on how to replace the lamp was sent to the customer. The customer advised that the lamp was changed and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the main lamp of the evis exera iii xenon light source does not ignite, however, the spare lamp ignites. There were no reports of patient harm. There was not further information provided by the customer.